Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a biceps surgery the anchor could not be pulled in and was knotted. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged ar-3681 was received for investigation. Upon visual evaluation, it was noted that the implant was returned with the sutures (without the o-ring). Functional testing was performed and found no problems with the device.